Event description:
During routine follow-up, apparent lead fracture and high lead impedance noted. Device was removed from service. No patient complications have been reported as a result of this event.